Event description:
We lost medical air in the nicu and this new draeger ventilator we had purchased, with a back up compressor, did not come on. We were able to manually turn the compressor on to get the desired blended gas mixture for our pt.